Event description:
The customer reports that there was a charger failure error.

Manufacturer narrative:
The ge service rep replaced the battery pack assembly and tested system by numerous reboots. The system is operating as intended.